Event description:
It was reported that the patient had been receiving lioresal for the treatment of spasticity due to a stroke. Treatment had been effective until recently when symptoms returned. The drug was replaced and a catheter dye study was performed (date not reported) - the result was normal. The pump was replaced. The patient recovered without sequela.

Manufacturer narrative:
Final device analysis revealed motor gear shaft wear.